Event description:
It was reported that device had a self test failure. No patient involvement reported at this time.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to treatment handle is not connected properly. The treatment handle was properly connected and the issue was resolved. The investigation concludes that no further action is required at this time.